Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Updated: b4, b5, d9, g3, h1, h2, h3, h6, h10 reported event was confirmed as visual inspection of the returned device noted the tip is fractured. Hardness check on the returned product noted the product is conforming to specifications. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign: event occurred in (B)(6). The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
It was reported that during the surgery, when a set screw was inserted to the nail, tip of the driver was fractured inside the nail. The fractured pieces were not able to be removed from the patient and remained in the body. No additional patient consequences were reported.